Event description:
It was reported that there was a processor pca failure. The symptom was further clarified to be that the device was unresponsive. There was no pt involvement.

Manufacturer narrative:
(B)(4). It was reported that there was a processor pca failure. The symptom was further clarified to be that the device was unresponsive. There was no pt involvement. The device was evaluated and repaired by the local philips service provider. Replacing the processor pca resolved the failure. The device was returned to use.